Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Tech states the provider states has a m51 model no serial number and chair has an intermittent problem, the little man on the joystick flashes and slows the chair down.